Event description:
Set screw backed-out of denali cannulated screw approximately six weeks post-operatively. The patient was revised with the same system and is doing fine.

Manufacturer narrative:
The set screw was discarded by the hospital and has not been made available for evaluation. X-rays have been requested but have also not been made available. A company representative has reviewed possible causes of set screw back-outs with the surgeon and he has agreed to re-evaluate his technique.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. It was reported that the patient had not fused, which may have contributed to the incident. The set screws exhibited abraded areas that are not uniform about the center which indicates the rod was not properly seated in the pedicle screw, which likely led to the loosening and back out. A review of all applicable risk related documents revealed that k2m addresses alleged screw fracture concerns raised in this complaint, therefore no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. Manufacturer is not expecting additional information and considers this to be a closing report.